Manufacturer narrative:
Suspect product discarded.

Event description:
On (B)(6) 2022, a patient (pt) in canada reported a ¿chemical burn¿ in the right eye (od) while wearing an acuvue oasys®1 day with hydraluxe¿ technology brand contact lens (cl). The pt reported it was extremely painful and ¿caused me to temporarily lose sight in my eye¿. The pt made an emergency trip to an eye care professional (ecp) and was not able to work for several days. On 08aug2022, the pt provided additional information. The pt reported immediate, intense burning in the od upon insertion of a new lens during the last week of (B)(6) 2022. The pt removed the suspect od lens and described the burning as a ¿hot pepper sensation¿ that lasted about 3 minutes. The pt removed the od suspect cl and was able to use another lens after 3 minutes. The pt didn¿t notice anything unusual with the od cl prior to insertion. The pt wore the new od cl for the entire day but reported when the cl was removed that night, the od burning returned. The pt visited an ecp (date was not provided) and was diagnosed with a ¿partial burn of the od upper area¿ and prescribed a medication (unknown name) qid for 4-5 days. The pt was allowed to resume cl wear after 4-5 days if ¿all was back to normal.¿ the pt reported after using the medication, the od felt fine the next day and the vision and eye was fine while wearing glasses. The pt stated all symptoms have resolved but will wait ¿a few more days¿ to resume cl wear. On 08aug2022, a call was placed to the treating ecp who provided additional information. The ecp advised that the pt was diagnosed with a partial burn of upper right side of the cornea, with ¿some peeling.¿ the ecp clarified that the area of the od percentage was graded at 2+ (meaning 50% +) of the cornea was involved. The ecp also reported the pt had 2-3 + diffuse injection od. The pt was prescribed tobradex qid for 4-5 days, then it was ok for the pt to resume cl wear. No additional information was provided. No additional medical information is expected. The date of event is being reported as (B)(6) 2022 as we were unable to verify the date of the event with the pt or the ecp. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number j002p3s was produced under normal conditions. The od suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.